Event description:
It was reported that the tip of the 5.5mm tap was broken off during use in surgery. No patient complications were reported.

Manufacturer narrative:
The device was returned to medtronic for evaluation. Visual examination confirmed the tip of the instrument is bent outwards. Damage suggests use of the instrument of axis of the guidewire. A review of the device history records found no documentation to indicate a non-conformance to specification.